Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 6.5 years of support, the patient was found down at home, and was subsequently admitted to the hospital. The patient, who lives alone, was unable to give specific details on the event, and was reportedly down for approximately three days prior to admission. On admission, the patient¿s inr was 1.8, with a goal of 2.5 to 3.5. No treatment was initiated due to a large right frontal cerebral hemorrhage. The patient was eventually treated with heparin. Routine laboratory tests revealed that the patient¿s lactate dehydrogenase (ldh) level was elevated. The lvad clinicians reported that this was likely related to the cerebral hemorrhage. The patient reportedly had a prior history of pump thrombus in 2015 that was not previously reported to the manufacturer. The system controller log file reviewed by the manufacturer¿s technical services representative contained no unusual events. It was reported that the patient was awake and alert with no further cerebral bleeding. The patient was cognitively unable to care for the lvad and was to be transferred to rehab and then to live with family members. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported right frontal hemorrhage could not be conclusively determined. The report of pump thrombus and a correlation between the device and the reported elevated lactate dehydrogenase level could not be determined. Device thrombosis, stroke, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.